Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family on january, 10, 2025. Medtronic received notice of a device/product legal hold notification that the reporter alleges that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries and the customer experienced hypoglycemia. The allegation did not specify the pump identifier (serial number) and therefore all 600 series insulin pumps in possession of the claimant, including this pump, are considered potentially within the scope of the report pending confirmation of the affected serial number(s). All related reports will be updated accordingly when and if the affected serial number was identified. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event, and it was unknown whether the smartguard/auto mode of the insulin pump was used or not. No further patient complications were reported. It was unknown whether the customer will continue the use of the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer¿s attorney reported that the use of one or more medtronic minimed 600 series insulin pumps with a damaged, missing, or broken retainer ring caused the claimant to suffer personal injuries. Customer used pump sn (B)(6), which has a clear retainer ring. The date of injury was (B)(6) 2023. Customer¿s attorney did not specify if the injury was a high or low blood glucose event. No treatment was mentioned. Customer alleged pump was used within 48 hours of the event. Attorney did not say whether auto mode was used. Customer is likely to discontinue the pump. Pump is to return under (B)(4). Per (B)(4), customer¿s parent called on (B)(6), 2021 and said that the customer fell off his bike on (B)(6) 2021 and the pump started beeping. Caller said the pump might have hit the ground. There was a partial display. Helpline advised to discontinue pump use and revert to back up plan as per hcp instructions. Per svn (B)(4), old pump sn (B)(6) was not turning on anymore and caller wanted to program new pump (sn (B)(6)) they just received. So, customer was not supposed to use the pump after (B)(6) 2021.